Event description:
It was reported that a patient had a seroma around the pump area. The patient was implanted in (B)(6) 2015 and this issue has apparently persisted. There was swelling beneath the lumbar incision. A contrast dye study was performed on the date of this report to check the integrity of the catheter. After cap (catheter access port) access the healthcare professional performed a 12 minute prime based on the 0.174 catheter volume. The contrast study outcome was extravasation. The seroma was attributed to ¿likely medication leakage¿ due to a break, tear, or hole in the distal (spinal) segment of the catheter. It was ¿likely¿ a catheter revision would be needed. The catheter issue was not yet resolved and the patient was not recovered at the time of this report. The pump was used to infuse baclofen (gablofen). No outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp). The patient has had a poor response to changes in the pump, was not getting relief and had fluid collection at the spinal incision since implant. In (B)(6) 2015, a dye study was performed. The hcp believed that the dye study revealed a leak in the catheter; however, when a revision was performed no leak was identified in the catheter. A leak was noticed in the dura as there was too large of a gap around the catheter. The dura was repaired surgically and resolved with oversewing. No catheter revision was performed. The patient was still not receiving good therapeutic relief and the symptoms had gotten worse over the past few weeks. On (B)(6) 2015, another dye study was performed and there was no evidence of leaks. It was noted that the patient had an initial good response to the pump followed by minimal responses to changes between 10-15% over multiple visits. It was later reported that the patient used gablofen and always had.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare professional (hcp) reported the patient was not getting the therapeutic relief expected. The patient had some response during a baclofen trial. The patient was taking tizanidine and dantrium prior to the pump being implanted. After implant the patient was able to get off tizanidine and dantrium fairly quickly, but still remained a little tight. The patient remained a little tight even though they were able to get off oral medications. The hcp has increased dose every couple weeks since implant with almost no change in effect. At the time of report, the patient was on a much higher dose and has started to need some oral medication and is now prescribed valium. The hcp performed a MRI of the brain, which found no issues/changes. During both previous dye studies that occurred on (B)(6)-2015 and (B)(6)-2015, when there was a brief lack of medication the patient felt it. No volume discrepancies were reported at refills. There were no issues listed in the event logs. The hcp has been increasing dose since implant and patient's management of symptoms continues to get worse. The pump was used to infuse gablofen 2000 mcg/ml at 433 mcg/day at the time of report. The patient also takes oral baclofen.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).